Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported required intervention and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported while a patient had been wearing a pod they had experienced hypoglycemia. It was reported that the patient had been seen by an emergency medical technician (emt). No further information has been provided as to this event.